Event description:
It was reported that they spoke to biomed about sending this arctic sun device in for the 2000 hour pm, biomed stated that they would like to send it in because the nurse had issues with the device and condensation on the fluid delivery line (fdl) and warm water delivered for an extended period of time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as the device passed testing with no issues. No repairs needed. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they spoke to biomed about sending this arctic sun device in for the 2000 hour pm, biomed stated that they would like to send it in because the nurse had issues with the device and condensation on the fluid delivery line (fdl) and warm water delivered for an extended period of time.